Manufacturer narrative:
The obturator was returned inside the aperture of the passer shaft (excluding the bullet-shaped obturator tip). The passer shaft, including the obturator inside, were not returned straight but bent into a semi-circle. The bullet-shaped obturator tip was broken off from the rest of the obturator and sent in a separate zip-lock bag. The product was removed from the packaging, and the broken part of the obturator was removed from the passer shaft for inspection. The obturator tip was broken off from the obturator and appeared to have damage to the silicone. It is not known how, or when this damage occurred. The IFU cautions in the ¿warnings and precautions¿ section that, ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.¿ no other unusual characteristics were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the sharp tip of the catheter passer broke. It was stated that there was a surgical delay of about 20 minutes to remove the part which was left in the body. No broken pieces remained in the patient¿s body following the procedure and there was no injury to the patient. The procedure was completed with backup products.